Manufacturer narrative:
Product event summary: the data files and mapping catheter, 990063-020 with lot number 214204865 were returned and analyzed. The data files confirmed an unrelated system notice 50012 ¿the refrigerant delivery path is obstructed¿ on one application for the balloon catheter on the date of the event. Visual inspection of the mapping catheter showed the service loop was intact, but the shaft was kinked at about 12 inches from the lemo connector edge. Also, the shaft was broken at the proximal end attachment with the lemo connector; no ECG signal wires were broken inside the shaft. In conclusion, the reported shaft kink was confirmed through testing. The mapping catheter failed the returned product inspection due to the shaft kink and broken shaft at the ECG connector attachment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: data files were return and analyzed. Data files confirmed an unrelated system notice occurred indicating that the refrigerant delivery path was obstructed (50012) during the fourth application with a balloon catheter. Also, eighteen applications were performed with the balloon catheter. In conclusion, the reported shaft kink on the mapping catheter was not confirmed through data analysis. Pending results of the device analysis/investigation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryo ablation procedure, the mapping catheter shaft kinked when it was inserted into the y-connector. The catheter was replaced with resolve, and the case was completed with cryo. No patient complications have been reported as a result of this event.